Manufacturer narrative:
Date rec¿d by MFR : 20aug2019. The part was returned to the manufacturer for failure investigation (fi). It was determined that the gas delivery system assembly was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report : 19jul2019, date rec¿d by MFR :12jul2019. The manufacturer¿s international service technician confirmed the reported oxygen concentration issue. The manufacturer¿s international service technician replaced the flow sensor assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03june2019. A follow-up report will be submitted once the evaluation is complete.

Event description:
O2 flow out of specification. There was no patient involvement.